Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1h801, implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 10-apr-2020, UDI#: (B)(4), product type lead product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, ubd: 20-jul-2021, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient was hospitalized due to an open wound on the burr hole location on one side of their dbs system. Both skin lesion and erosion were also noted. The physician decided to explant the system because they also discovered a wound on the lead/extension connection. The system was explanted and the physician found all the extension areas had signs of infection and it was also in the ins pocket. The patient was to be put on an antibiotic scheme depending on the hospital's infectology department analysis. The hcp noted the patient would be about 1 month in the hospital to resolve the infection. The issue was not resolved at the time of the report, but more information was expected to become available. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the affected system was the right dbs system (right ins, right extension, right lead). The patient was okay after the surgery, there was no change or effect on the left dbs system. The patient was under an antibiotic scheme, and the physician indicated that they are going to wait six months before considering implanting a new dbs system on the right side.